Event description:
It was reported that during a stenting treatment procedure in the internal carotid artery, the carotid wallstent monorail stent did not deploy. The lesion being treated was a 85% stenotic lesion with mild calcification. When the physician attempted to deploy the carotid wallstent, the delivery sheath became stuck and the stent would not deploy. In order to open the stent quickly, the physician used force and the hub of the outer sheath was broken. During the procedure the internal carotid artery was occluded for more than 3 minutes and the patient's pulse decreased to 30 beats per minute during this time. The physician managed to close the stent. The stent and the delivery system were removed completely. The procedure was completed with another carotid wallstent with no reported patient complications.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.